Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 4 experienced repeated failures and required frequent recovery. The hinge or latch appeared faulty and needed repair. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 28-may-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 4 had repeated failures. The field service engineer (fse) replaced latch and harness on door 4. The entire latch, column, cables, and connections were inspected, and all latches were tightened where needed. Door functionality was tested using hardware test application (hta), and operations were confirmed to be normal. The system functioned as intended after the field service engineer repaired the device.